Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been noted to have a higher baseline power usage, 8.8w. Since, the power is back down and the team had started the patient on ticagralor. This patient is admitted on (B)(6) 2020 with an elevated lactate dehydrogenase (ldh) with known history of protein c deficiency ldh at admit 639, now 604 with previous history on 400-500s. The log files contained a few clusters of pulsatility index (pi) events. The pump power / flow and pi trend lines appear fairly neutral. It was indicated that the patient¿s clinical presentation shows elevated ldh. We are unable to confirm if the elevated ldh is associated with a clinical condition such as thrombus; however that does not mean that thrombus is not present in the circulatory loop. Patient was started on ticagrelor and discharged home on (B)(6) 2020. Plan of care was to continue course as of this time. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account submitted a log file for review. No power elevations were recorded throughout the log file. Also note, 76 pi events were captured throughout the log file. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient ultimately underwent a pump exchange on (B)(6) 2020. The heartmate ii lvas, serial number (B)(6), was explanted and returned for evaluation (reported under MFR # (B)(4) the hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.